Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. On (B)(6) 2017, the device was reprogrammed successfully.